Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened - when establishing final arm angle/efaa. It was reported that this was mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. It was noted enlarge atrium. The clip delivery system (cds) was advanced to the mitral valve; and the clip grasped both leaflets. Then during deployment, the clip opened while locked when establishing final arm angle/efaa. Troubleshooting was performed and failed. Therefore, the cds was removed with the clip attached. The procedure continued with a new cds. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was added: the clip angle was well over 60 degrees when attempting to lock, before closing the clip further on the leaflets. No additional information was provided

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of the clip opening while establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the reported unintended movement could not be determined. It should be noted that the mitraclip g4 system instructions for use instructs the user after closing the clip to 60 degrees to lock the clip under section 25.0 ¿closing the clip and evaluating clip position¿ step 25.1. In this case, as it cannot be confirmed whether the user error led to the failure of efaa. There is no indication of a product issue with respect to manufacture, design or labeling. H6- device code 2017 improper or incorrect procedure or method added for failure to follow steps / instructions.